Manufacturer narrative:
(B)(4). The device was determined to be not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine, the caregiver (cg) stated that there was air in the patient line. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the caregiver (cg) in ending therapy. The tsr advised the cg to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.